Manufacturer narrative:
No device analysis results are available because the device was not returned.

Event description:
The clinic was informed that the patient was dead. No other information was available. It was unknown if the death was related to the cardiomems device.